Event description:
Caller reported that the pump battery would not charge, and despite attempts to use different wall adapters and charging cables, the issue was not resolved. It was unclear if the charging issue affected the customer's blood glucose level, as the pump screen was dark and wouldn't turn on. Technical support decided to replace the pump, instructed the caller on returning the problematic device, and confirmed a pre-paid label would be sent. The customer intended to continue using the current pump as a backup therapy.